Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to low blood glucose on (B)(6) 2022 with blood glucose of 33 mg/dl to 35 mg/dl. The customer's current blood glucose is unknown. The customer did not experience any symptoms such as a result of high blood glucose. Customer stated that they were treated by glucagon and insulin drip. Customer stated that they were not on auto mode. Troubleshooting was performed. No further patient complications were reported.